Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging an inaccurate delivery issue. The basal history does not match the active basal program. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/26/2017 with the following findings:. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The basal history for (B)(6) 2017 is overwritten and there is no data to support the complaint that basal history does not match active basal program for the complaint date..#2. The available basal history indicates the user manually changed the basal rate at 18:30 from 1.150 u to 1.175 u on (B)(6) at 19:14; review of the available basal history was found to correctly match the users programmed basal rate..#3. Pump was exercised for 24 hrs with a 1.0 u/hr basal rate; at end testing the basal history correctly showed 1.0 u and tdd showed 24.0 u. Basal history found to be recorded the programmed basal rates properly during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.